Event description:
It was reported that an asahi crosslead penetration guide wire was used during an endovascular treatment (evt) to treat a heavily calcified chronic total occlusion (cto) in the left superficial femoral artery (sfa) and a 75% stenosis in the popliteal artery (pop). A non-asahi guide wire would not cross the lesion. Attempts were made to cross the lesion again under ivus guidance with the crosslead penetration guide wire and a prominent raptor microcatheter (tokai medical products), but strong resistance was felt during the manipulation. An unspecified new guide wire was then advanced across the lesion. The procedure was completed with drug-eluting stents (des) and drug-coated balloons (dcb). It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported asahi crosslead penetration guide wire was returned for investigation. The returned guide wire was found bent at approximately 10mm from the tip. The pitch of the outer coil was found widened at approximately 45-51mm from the tip due to torsion. The outer coil was found loosened and unwound distal to the proximal solder due to torsion. Microscopic observation of the unwound outer coil found that traces of solder were adhered on the end of the unwound outer coil, indicating that the outer coil had come off from the proximal solder together with the solder material. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally applied on the distal segment of the subject crosslead penetration guide wire while the guide wire had been caught by the anatomical and lesion conditions. Consequently, the outer coil that had been fixed to the proximal solder was significantly loosened and came off from the proximal solder. Although it was concluded that the reported event was not attributed to the product quality, a possibility could not be ruled that some wire fragment(s) might be left in the patient anatomy should the same event recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Malfunctions and adverse events]. 1.malfunctions: damage such as separation.